Event description:
Following insertion into the pt, after introducing the sheath and removing the dilator and guidewire, blood was noted to be leaking through the valve. There were no reported consequences to the pt.

Manufacturer narrative:
One 8.5f introducer and dilator were received for evaluation. Review of the device history records confirmed the lot met manufacturing requirements prior to shipment. Functional testing of the returned introducer confirmed a leak at the valve. Further investigation revealed a puncture hole in the upper seal area which was consistent with a needle puncture. The hole in the seal caused the leak. There were no reported consequences to the pt. (B)(4).